Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported controller software issue and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by patient's mother that there was an issue with the basal program being delivered by the controller. Mother reportedly turned off the basal for the night and used to the temporary (temp) basal feature; she set the temp basal to 0 overnight, and the following morning she checked the controller and noticed that insulin had actually been delivered at a rate of 0.10/hour or 0.15/hour. As a result, the patient's blood glucose levels were going very low. The patient's blood glucose levels and basal history is as follows: time: bg (mg/dl): basal (units per hour): (B)(6) 2022, 11:19pm, 94 , 0 u/hr for 1.5 hours (temp), 11:32pm, "new" resumed, 11:33pm, 0 u/hr for 2 hours (temp). (B)(6) 2022, 12:00am , 0 u/hr for 2 hours (temp continued), 12:40am , "new" resumed, 12:40am , 0 u/hr for 2 hours (temp cancelled), 12:41am , "0.05u" basal started, 12:41am , 0 u/hr for 2 hours (temp started), 2:41am, "0.05u" basal resumed, 2:41am, 0 u/hr for 2 hours (temp ended), 2:44am, 0 u/hr for 1.5 hours (temp started, 3:24am , 72 , 3:39am, 106 & 111, 3:39am, "0.05u" basal resumed, 3:39am, 0 u/hr for 1.5 hours (temp started), 3:39am, "new" started, 5:08am, 94, 5:09am, "0.05u" basal started, 5:43am, 80, 6:41am, 89, mother confirmed that the basal program that was referred to as "new" was: 12:00am-3:00am 0.05 u/hr, 3:00am-8:00am 0.1 u/hr, 8:00am-12:00am 0.05 u/hr, basal program that is called "0.05" was 12:00am-12:00am 0.05 u/hr.